Event description:
It was reported the patient had a loss of therapeutic effect including bladder and bowel control. The loss started after the patient was in a MRI waiting room. While on the call, the patient discovered their stimulator was off. The issue started two days after a fall. The patient had fallen on the implant site while in the bathtub. When stimulation was turned on, it was more intense in the vaginal and gluteal areas, uncomfortable, and painful. Stimulation was decreased from 4.0 v to 3.3 v. There was ¿impedance¿ in electrode zero. Reprogramming was performed. Good stimulation was felt. The patient had greater than fifty percent symptom reduction and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va080f5, implanted: 2013-(B)(6), product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).